Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch with a1 patient for suspect device in advantage system 1.

Event description:
Customer reportedly obtained results of 153mg/dl on advantage system 1 and 321 mg/dl on advantage system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.